Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), urinary tract infection ("uti"), rash ("rashes"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and fungal infection ("yeast infections"). The patient was treated with surgery (laparoscopic-assisted bilateral partial salpingectomy along with removal of essure device bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, urinary tract infection, fungal infection, rash, diarrhoea, abdominal distension, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, hot flush, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Most recent follow-up information incorporated above includes: on 16-apr-2018: pfs+mr received:reporter added, lot number added, product information updated, concomitant drug added, events added as : hot flush, urinary tract infection, fungal infection, rash, diarrhoea, abdominal distension, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, bladder disorder, urinary tract disorder. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), urinary tract infection ("uti"), rash ("rashes"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vulvovaginal mycotic infection ("yeast infections"). The patient was treated with surgery (laparoscopic-assisted bilateral partial salpingectomy along with removal of essure device bilaterall). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, urinary tract infection, vulvovaginal mycotic infection, rash, diarrhoea, abdominal distension, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of product technical complaint update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") and genital haemorrhage ("heavy abnormal bleeding") in a 33-year-old female patient who had essure (batch no. 761435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included ibuprofen (motrin) and salbutamol (albuterol). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), hot flush ("hot flashes"), urinary tract infection ("uti"), rash ("rashes"), diarrhoea ("diarrhea"), abdominal distension ("bloating"), female sexual dysfunction ("apareunia (female sexual dysfunction)"), nausea ("nausea"), tooth disorder ("dental problem"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem or changes"), urinary tract disorder ("urinary problems or changes") and hypersensitivity ("allergic or hypersensitivity reaction type:allergic") and was found to have weight increased ("weight gain"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vulvovaginal mycotic infection ("yeast infections"), vaginal haemorrhage ("abnormal bleeding (vaginal,"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal infection ("infection (bladder/urinary tract/vaginal) type: vaginal"). The patient was treated with surgery (laparoscopic-assisted bilateral partial salpingectomy along with removal of essure device bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, hot flush, urinary tract infection, vulvovaginal mycotic infection, rash, diarrhoea, abdominal distension, female sexual dysfunction, nausea, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, bladder disorder, urinary tract disorder, vaginal haemorrhage, menorrhagia and hypersensitivity outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, bladder disorder, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, hot flush, hypersensitivity, menorrhagia, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: approximate weight at the time of essure placement 142 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-may-2019: new pfs received- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: allergic,infection (bladder/urinary tract/vaginal) type: uti, vaginal,did not undergo confirmation test were added. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.